Event description:
Information was received that reported a patient had been hospitalized in 2006 due diabetic ketoacidosis. Per the report the device did not appear to be delivering. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device has not been returned.